Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient cannot see to drive at night because the headlights all look like fireworks, her christmas tree looked like fireworks. All lights have a terrible glare or halo. Additional information has been received stating that the patient experienced decreased vision from glare and halos, more significantly at night while driving due to which she was unable to drive. Additionally, an alpha-adrenergic agonist drug has been prescribed to the patient to cause miosis of the pupil. There was no patient harm. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).